Event description:
Consumer complaint of high blood results. Expected blood glucose results range from 140 to 180 mg/dl. Testing performed once daily in the morning. Customer observed symptoms of slight headache for about a week. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015; 12:04pm) with results of 499 mg/dl and 451 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 08/26/2017 and open vial date is 3 days ago. Recall test results performed fasting from meter memory: (B)(6); 9:30am - 322 mg/dl. (B)(6); 9:00am - 431 mg/dl. (B)(6); 9:10am - 467 mg/dl. (B)(6); 9:00am - 427 mg/dl. (B)(6); 9:00am - 155 mg/dl. (B)(6); 9:30am - 381 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.